Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was evaluated by a zoll approved service provider. The reported inability to deliver a synchronized cardioversion shock using paddles could not be reproduced. Functional testing and defibrillation shock testing performs with the returned paddles passed without discrepancies. Evaluation determined the device was operating as intended. The reported event may have been related to operator technique, as synchronized cardioversion requires the shock buttons to be pressed and held until shock delivery is synchronized with the patients r-wave, and adequate paddles pressure is necessary to achieve proper patient impedance. Based on the investigation no device malfunction was identified. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.